Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #: 3501650, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018 left deflation was diagnosed by a physician. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
The evaluation on the returned device was completed by the failure analysis lab on 11/14/2018. Device evaluation summary: it was reported that a 57-year-old hispanic female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018 left deflation was diagnosed by a physician. Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. Black material was observed on the shell surface. The mentor product analysis lab discovered a rent (a) measuring approximately 2.0 cm located on the anterior aspect extended to the posterior aspect, and another rent (b), measuring 0.2 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. At this point is not possible to determine the etiology of the white, brown and black material found on the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2018. The final fill volume of the left prosthesis was 385ccs and the final fill volume of the right prosthesis was 375ccs. Bilateral prosthesis replacement with mentor smooth round moderate profile 325ccs was performed. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).